Event description:
It was reported the foam fixation is detached from the dressing and does not hold the PICC line. They are not glued before use, they come already peeled off in the blister pack. Incident occurred before use. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the foam fixation is detached from the dressing and does not hold the PICC line. They are not glued before use, they come already peeled off in the blister pack. Incident occurred before use. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a detached retainer is confirmed and was determined to be manufacturing related. Two photographs of a PICC plus statlock device with a foam pad and adjustable posts were returned for evaluation. An initial visual observation of the photographs showed the retainer of the device was almost completely detached from the pad. No damage could be seen on the foam pad at the locations where the retainer became detached, which suggests insufficient adhesive was applied during the manufacturing process. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. This complaint will be recorded for future trending and monitoring purposes.